Event description:
It was reported that during a moderately tortuous, heavily calcified mid left circumflex stenting procedure, there was resistance felt with the advancement of the xience prime (2.75 x 12 mm) stent delivery system and it could not cross the lesion. There was resistance felt with the removal and due to fear of a stent dislodgement, the physician decided to implant the xience prime (2.75 x 12 mm) stent in the proximal left circumflex artery covering about 20% of the proximal part of the lesion and 80% of healthy vessel wall. The xience prime (2.75 x 12 mm) stent delivery system was removed and the procedure was completed with balloon dilatation using a non-abbott balloon. There was no adverse patient sequela or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.